Manufacturer narrative:
The technician noted corroded sockets and driveshaft assembly. The device was repaired and returned to the customer.

Event description:
It was reported during the case the core impaction drill was experiencing run on. The procedure was completed successfully without a clinically significant delay, and no adverse consequences or medical intervention were reported.

Event description:
It was reported during the case the core impaction drill was experiencing run on. The procedure was completed successfully without a clinically significant delay, and no adverse consequences or medical intervention were reported.